Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg); the leadless ipg could not deploy as the leadless ipg delivery system curve could not reach the right ventricle (rv) septum. The physician was unable to reach the rv septum due to the design of the leadless ipg delivery system and probably related to the curvature of the venous system of the patient. The procedure was abandoned to not increase risk for the patient. The leadless ipg was attempted not used and replaced with an intravenous ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.